Manufacturer narrative:
The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a use error where the patient did not make a secure connection between the supply line and heater bag. The patient then reconnected the line and continued therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. The guide instructs the user not to attempt to reuse any disposable supplies. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater bag became disconnected and leaked during peritoneal dialysis therapy. The patient was connected when the bag became disconnected. The patient stated the line came out of the heater bag last night and they reconnected the bag and resumed the therapy. The patient stated that they did not secure the connection tightly which caused the heater bag to disconnect and leak a bit. Technical service representative had the patient end therapy, and reviewed the proper procedures with customer. There was no patient injury or medical intervention associated with this event. No additional information is available.